Event description:
Customer reported to beckman coulter, inc. (Bec) that the needle bellows of the coulter lh 780 hematology analyzer was not draining. Customer reported that there was a small amount of fluid around the bellows and needle area. Customer reported the fluid appeared to be the backwash fluid from the needle bellows. Customer reported approximately 3 ml of the fluid spilled around the needle drip tray. Customer indicated that there was some moisture on the caps on the tubes. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed the needle bellows overflowed on the instrument. The fse determined the leak was from the bellows waste line which had a clot obstructing the drain line and was not draining properly. The fse also found valve 57a (vl57a) actuator which drains the needle and probe waste with vacuum was not working. The fse replaced the bellows waste line to resolve the leak and replaced the vl57a actuator to resolve the actuator not working issue.

Manufacturer narrative:
(B)(4).